Event description:
Same case as MDR 2134265-2012-07947. It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous, proximal left anterior descending artery. Using a non-bsc guide wire and a non-bsc balloon catheter the physician pre-dilated the target lesion. Then, an atlantis imaging catheter was used for intravascular ultrasound (ivus). The physician advanced another guide wire to the 1st diagonal to protect lateral branch and performed additional dilation with another non-bsc balloon catheter. The physician then implanted a 3.0x27mm promus element stent in the target lesion. Then the physician advanced a quantum balloon catheter for postdilation, however the balloon catheter caused deformation of the proximal edge of the implanted stent. The procedure was completed with another of the same device. No further patient complications were reported and patient's status is fine. The non-bsc guide wire in the 1st diagonal was removed, then re-advanced through 1st diagonal with the atlantis imaging catheter for more ivus. After auto pullback was performed, the physician attempted to withdraw the device without fully advancing transducer, and the imaging catheter became stuck in the implanted stent. The imaging catheter was able to advance but not withdraw. Another non-bsc guide wire was advanced and able to withdraw the imaging catheter. A non-bsc ivus catheter was used and noted that the implanted stent was damaged and may not have been well apposed. The procedure was completed by inflating a non-bsc balloon catheter in the damaged stent. No further complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).